Event description:
A revision surgery was performed on a failed clavicle plate where kryptonite-x radiopaque liquid bone complex was used as a filler to stop rotation. In the revision surgery, it was reported that the kryptonite-x radiopaque liquid bone complex had not hardened to the surgeons expectation.

Manufacturer narrative:
There are several factors that may have played a role in not allowing the kryptonite to fully harden, including but not limited to; insufficient or improper site preparation, too much blood within surgical site, or improper mixing. It would also appear that the use of kryptonite in this surgical procedure/ condition would not have been appropriate. Kryptonite-x radiopaque liquid bone complex is not indicated for use where intrinsic stability to the bony structure is required. No documentation within the DHR was found that indicates a nonconformance that could have contributed to this event. If additional information becomes available, it will be submitted in a supplemental report. The identified product and product code is designated for export only.